Event description:
It was reported that during a procedure using a cross-it guide wire, the tip and a portion of uncoiled wire became detached and remained in the vessel. The procedure began with successful deployment of a xience prime stent in the left coronary artery without any issue. The physician was to treat a proximal total occlusion of the right coronary artery and a 6 fr non-abbott guide catheter was positioned; outside the anatomy the cross-it guide wire was loaded inside the 1.5 mm x 20 mm non-abbott over the wire coaxial balloon catheter. The two devices (as a system) were inserted into the guide catheter and after careful attempts to cross the lesion unsuccessfully, the physician stopped the procedure. The guide catheter was left in position and the cross-it guide wire and the balloon catheter were removed without any resistance noted. Contrast was injected and angiography revealed that an approximate 1 cm portion of the guide wire tip remained in the right coronary. An attempt was made to retrieve the guide wire tip fragment using a 3.0 mm x 20 mm non-abbott balloon catheter inflated at the distal end of the guide catheter in order to jail the fragment into the guide catheter, then to remove the balloon and guide catheter together. Additional angiography showed that the fragment remained in the right coronary. It was noticed that the guide wire tip fragment had uncoiled and traversed into the ascending aorta. Several additional unsuccessful attempts were made to retrieve the guide wire fragment using different abbott guide wires, and an attempt with a gooseneck snare device was performed without success. The patient was reported as asymptomatic.

Event description:
Subsequent to the initial medwatch report submitted, additional information was received: it was reported by the facility, and by report from the italian competent authority: procedure: it was reported that in a diabetic patient with angina and known critical stenosis of the circumflex branch and chronic total occlusion (cto) of the right coronary, a percutaneous coronary angioplasty (ptca) was performed of the circumflex branch implanting a non-abbott coronary drug eluting stent with a very good final result. During the same procedure an attempt to reopen the right coronary by ptca was unsuccessful due to being unable to cross the occlusion with the guide wire. At the end of the procedure, it was revealed that the edge of the guide wire was anchored into the proximal tract of the right coronary cto and a long and very thin filament, visible only under angiography, exited from the coronary ostium into the descending tract of the aorta. Attempts to retrieve the guide wire fragment during the same procedure were unsuccessful. After 48 hours a second retrieval attempt (percutaneous) using a pincer for the retrieval of foreign bodies was advanced into the vascular system and the fragment was retrieved. There was no patient consequence.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Subsequent information was received which stated that the patient had a procedure on (B)(6) 2011 and the separated tip fragment was removed using a non-abbott vascular picer device. There was no reported adverse patient sequela. There was a reported clinically significant delay in the procedure due to the device issue. The patient was given dual antiplatelet therapy and although remained hospitalized was reported as doing fine. All additional information has been provided. Dilatation catheter: 1.5 x 20 mm apex otw; dual antiplatelet therapy (dap); guiding catheter: 6 fr. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. Based on the information received with the complaint, the inability to cross appears to be related to the total occlusion of the right coronary artery. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the reported separation. In this case, the total occlusion of the right coronary artery could have contributed to the reported guide wire separation. A search of the device lot history record indicated no nonconforming material reports for the lot and a query of the complaint-handling database indicate no related incidents. There is no indication of a product quality deficiency. Manufacturing performs visual inspection of all guide wire tips after being loaded into the dispenser; performs non-destructive tip pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). Incident description: after having performed the ptca and the implant of the drug eluting stent into the circumflex branch, the case proceeded with an attempt to reopen the right coronary that presented a chronic total occlusion (cto) at the proximal tract. A guide catheter was positioned in the right coronary and together an over-the-wire balloon and soft tip guide wire were advanced, however, the soft tip guide wire was not adequate. Keeping the balloon in position, the soft tip guide wire was exchanged with a cross-it 300 xt guide wire. Attempts to cross the lesion were unsuccessful. [It should be noted that no indication of an entrapped guide wire tip was felt during the attempts.] Since the attempts to cross the cto were unsuccessful, the procedure was stopped. Together the balloon catheter and the guide wire were removed without any resistance noted. At this point, under fluoroscopy, it was noted that the distal edge of the guide wire remained in the coronary. Still having the guide wire positioned into the right coronary, an attempt to retrieve the fragment was unsuccessful. The guide catheter was removed. Using angiography it was noticed that the fragment and a very thin filament were anchored in the coronary, exiting from the ostium down into the ascending tract of the aorta. Additional retrieval attempts were unsuccessful and the procedure was abandoned. After about 48 hours, using a pincer for the retrieval of foreign bodies from the vascular system in a percutaneous retrieval attempt, the fragment and filament were retrieved. It was noted that the first procedure length of time was prolonged and there was a necessity to perform a second hospitalization of 3 days. The patient did not experience any clinical issues. The sentence in brackets has been interpreted to make the details more clear.